Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9341199. We received an investigation from our subcontractor: the probable root cause of this issue was a problem with balloon¿s raw material. Unfortunately, no sample is available from the customer and we cannot go further than the documentary investigation. Checking the quality databases revealed one non-conformity possibly in relation to the described defect and a monitoring corrective and preventive action. The trending for balloon bursting on prostatic catheters is specifically monitored. A risk management file evaluation was performed, showing that risks are adequately controlled and reduced as far as possible. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information prior to insertion, the balloon was pierced.